Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.1 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was unable to be implanted. The physician alleged that tissue may have became lodged in the helix. The lead was replaced. The patient was in stable condition.